Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and confirmed the "auto" key was not functioning. The fse ordered and replaced the keypad and the keypad overlay. The fse tested the keypad and verified the iabp calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) would not switch to auto mode. This event occurred while the iabp was in use on a patient, however, no adverse event has been reported.